Event description:
A report was received from a dealer who reported that the bolt broke off in the footplate. No report of injury to the end user.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model fdx-mcg, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1163181, rev.d (feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.